Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. Operating system is unknown. The model number provided is for ios operating system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" message with the adc application in use with an unknown phone with an unknown operating system and was unable to obtain readings. As a result, the customer experienced a loss of consciousness. The paramedics were called, and they tested the customers blood glucose level and obtained a result of 38 mg/dl on a competitor brand meter. The customer was administered glucose through an IV as treatment from a healthcare professional for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported replace sensor error with the freestyle librelink application. Attempted to replicate the user¿s complaint using samsung galaxy a52 (android 13; 2.7.2.7077), iphone 13 (ios 16.4.1,2.7.3.3641) and successfully received glucose readings and alarm notifications. The user complaint could not be reproduced. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" message with the adc application in use with an unknown phone with an unknown operating system and was unable to obtain readings. As a result, the customer experienced a loss of consciousness. The paramedics were called, and they tested the customers blood glucose level and obtained a result of 38 mg/dl on a competitor brand meter. The customer was administered glucose through an IV as treatment from a healthcare professional for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation for the freestyle libre 2 complaint was performed and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported a "replace sensor" error using freestyle libre 2 application. Attempts to replicate the users compaint using a similar configuration was performed and and was able to successfully start a libre 2 sensor, receive glucose readings and alarm notifications in the application. Investigation was unable to replicate the complaint therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
A customer received a "replace sensor" message with the adc application in use with an unknown phone with an unknown operating system and was unable to obtain readings. As a result, the customer experienced a loss of consciousness. The paramedics were called, and they tested the customers blood glucose level and obtained a result of 38 mg/dl on a competitor brand meter. The customer was administered glucose through an IV as treatment from a healthcare professional for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.